Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. At this time the patient is not sufficiently stable to undergo surgery and will be monitored. There were no adverse health consequences to the patient.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6)2017.